Event description:
It was reported that the pt has continually experienced a lot of pain that has not been manageable through medication. CT scans have not indicated a problem, but an attempt was made to re-position the implant. However, during the re-positioning surgery it was decided to replace the implant.